Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) was defective. The fse replaced the bsv, which repaired the probe from becoming detached. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the probe of the coulter lh 500 hematology analyzer became disconnected from the blood sampling valve (bsv). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4).